Event description:
Litigation papers allege: patient has suffered great pain, disfigurement and deformity, and elevated chromium and cobalt levels. Additionally, he has been, and will be in the future, permanently disabled. Patient has not scheduled a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Patient had requested the revision.